Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1lfwt, implanted: (B)(6) 2017. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. While making an informational request about programming for their programmer, the patient¿s spouse reported that the ¿tech¿ who worked for their health care physician (hcp) told them that two of the programs were not working ¿or something,¿ because there were issues with the wires. The caller was unsure what the issue was because the patient got good therapy from using only program 1. The caller mentioned the patient would make an adjustment to their stimulator every 2-3 days and it gave the patient effective therapy. There were no symptoms and no further complications reported.